Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgery, it was observed that the small battery drive device was running slow and heating up. It was reported there were no delays in the scheduled surgical procedure and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date of this report was documented as (B)(6) 2016. It has been updated as (B)(6) 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the device stopped working while running (during pre-test) and the coupling head was worn. It was noted the electric motor was frozen, electronic control unit output voltage was under specifications, other components were dirty (worn). The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.